Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided therefore device history record cannot be investigated. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a planned revision surgery to change the patient's humeral shaft, the slap hammer cold-welded with the shaft. Surgery went well and as planned a new revers shaft was implanted successfully. No device or patient issues have been reported.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission to reflect device evaluation. Lot number was not provided therefore device history record cannot be investigated. Complaint confirmed. The evaluation revealed the returned stem is stuck with the returned univers slap hammer. Per surgical technique, an extraction block is to be placed on the trunion then attach the slap hammer. The slap hammer is not to be mated directly with the stem. As stated in the event, no product related issue was reported by the surgeon. It is believed that the reason for the revision was patient related due to degrading bone quality/rotator cuff, making it necessary to switch to a revers system. The potential cause(s) of this event will be communicated to the event reporter.

Event description:
It was reported that during a planned revision surgery to change the patient's humeral shaft, the slap hammer cold-welded with the shaft. Surgery went well and as planned a new revers shaft was implanted successfully. No device or patient issues have been reported. Follow-up investigation: no product related issue was reported by the surgeon. It is believed that the reason for the revision was patient related-degrading bone quality/rotator cuff, making it necessary to switch to a revers system. The cold-weld of the slap hammer to the stem was due to not following the surgical technique, as the slap hammer is not supposed to be mated directly with the stem in the removal process.